Event description:
Customer's ot ultra meter would not power off. Pt stated that the meter would freeze and not allow them to perform a blood test. Pt stated the meter had not worked for over one week. The issue was unresolved with troubleshooting with the customer care rep. The customer did not experience any symptoms after not being able to test. Pt did state that they had a grand mal seizure 2 hours prior to testing. When asked if that was due to diabetes pt stated pt did not know. Pt did not seek any medical treatment for the seizure, pt was treated at home by their family. No further info has been reported. The meter has been replaced for the customer.